Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s abdominal hernia which required repair and temporary hemodialysis. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. Hernia is a well-known potential complication in pd patients. The patient reportedly developed an abdominal hernia after placement of the pd catheter (not a fresenius product) in 2017. Hernias can develop or be exacerbated due to the physiologic increase in abdominal pressure from the dialysate during pd therapy.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered alarming with a sb lines are blocked during drain 1 of treatment. Technical support assisted the patient with checking for obstruction of the patient line and that the connection is secured. The cycler was rebooted, but then the patient received a power fail recovery failed message. The patient plans on resetting up with new supplies. Upon follow up, the patient stated that they were able to complete treatment, but were having issues with a hernia. During additional follow-up for the event, it was discovered the patient developed an abdominal hernia after placement of the pd catheter (not a fresenius product) in 2017. Per the patient¿s nurse, the patient has not required hospitalization for the abdominal hernia; however, on an unknown date (with in the last two years) it was surgically repaired. The patient has been performing low volume pd therapy will a fill of 1200 ml and the hernia was being monitored. However, currently, the patient is having unspecified issues with the abdominal hernia and now requires another surgical repair. At the time of this investigation, the patient is on back-up hemodialysis awaiting surgery to be scheduled. Per the pd nurse, the patient was not having any cycler related product issues in relation to the abdominal hernia. Additionally, the nurse confirmed the patient did not have any overfill events that could have caused or contributed to the event. The etiology of the abdominal hernia is unknown.